Event description:
Eighteen mins into a routine plasmapheresis treatment using as104 centrifuge based machine, the centrifuge fell out from the disk holder, hit the basin and shattered. No warning preceded the event. As a result the pt lost 160cc of blood and without quick intervention by the plasmapheresis nurse could have suffered a worse fate.